Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient's ipg was starting to protrude to the skin which caused discomfort. It was noted that there was no actual skin breakage. The patient underwent an explant procedure. No device malfunction was suspected.